Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer successfully resumed all insulin deliveries and did not receive any additional occlusion alarms. The customer's blood glucose level was not impacted. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion since they were no longer receiving an occlusion alarm.